Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter compared to the lab. The patient's blood glucose results were 110 on the meter and 140 mg/dl in the lab. Tests were done in the morning with time frame not specified. Meter was in range with control solution. No further information has been reported.